Manufacturer narrative:
Waiting for additional information from the customer to conduct the investigation.

Manufacturer narrative:
The instructions for use (IFU) for the passive loop slings (document number: 04.sl.00-int1_8) states that: ¿the passive loop slings are especially designed for ceiling lifts, floor lifts and accessories made by arjo.¿ the document also warns: ¿to avoid injury, always follow the allowed combinations listed in this IFU. No other combinations are allowed.¿ non-arjo device ¿ lift kcare healthcare involved in the incident is not listed in the sling instruction for use under combinations of devices allowed to be used with the arjo slings. To sum up, the non-arjo lift and arjo passive loop sling were used as a system for a patient transfer when the patient fell out of the device and sustained a serious injury, and from that perspective, the system failed. The complaint was decided to be reportable due to allegation that the patient slip out of the sling.

Event description:
Arjo was informed about an event involving non-arjo lift kcare healthcare model number: kh404f and serial number. : (B)(6)) and arjo sling clip. Following the information provided a patient was transferred from a chair to a bed. During raising the lift when the caregiver removed the chair, the patient fell through the sling on the floor (distance of approximately 80cm). As a consequence of the event, the patient sustained bruising and a small head laceration. The customer did not report any malfunctions of the lift or sling.

Manufacturer narrative:
Waiting for the additional information regarding the event from customer.

Event description:
A resident was being transferred from chair to bed. The resident was raised from the seat of the chair once the sling was positioned. The patient was lifted when the chair was removed the resident fell through the sling to the floor. Unfortunately, only the staff member controlling the hoist saw the fall occur, as the second staff member had her back turned as she relocated the chair.as consequence of the event the resident sustained bruising and a small head laceration.